Manufacturer narrative:
The facility did not retain the device but did provide a lot number for the tna device. Therefore, an investigation of the lot history file of the device will be conducted. Burn occurred on the buccal surface of the cheek during adenoidectomy portion of the procedure. According to the physician, the adenoid tip "worked itself loose" and exposed the active electrical connection between the tip and the handpiece shaft. During activation, this caused a "small, semi-circular" burn on the buccal surface of the cheek. Burn described as "minor" and "not needing add'l treatment." Although surgeon was unhappy that the burn occurred, the incident was attributed primarily to the surgery technician not "seating" the adenoid tip onto the handpiece "adequately." Physician felt that no add'l f/u with the pt was necessary to monitor the burn.

Event description:
Adenoid tip came off during the case and burned the inside of the mouth of the pt.